Event description:
The lead showed impedance out of range over 2000 ohm. No anomaly seen on x-ray. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.